Event description:
It was reported the patient (australia) experienced ineffective stimulation and did not wish to continue using the system. The system was explanted without incident. Device information was requested, but has not been provided to the manufacturer.

Event description:
Device 1 of 2 : reference MFR report: 3008829311-2017-00564 . Further information indicated the patient was implanted with a total of 3 leads, 2 from lot ab1449 (reference MFR report: 3008829311-2017-00564) and 1 from lot ab1432.

Event description:
Device 1 of 2; reference MFR report: 3008829311-2017-00564. Additional information received indicated the patient was implanted with 2 leads, one from lot ab1432 and one from lot ab1449 (reference MFR report: 3008829311-2017-00564). The lead from lot ab1449 was also explanted on (B)(6) 2017 due to the ineffective stimulation experienced by the patient.